Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) subject (B)(6): baseline: a (B)(6) white hispanic female presented with neurologic symptoms of dizziness or loss of balance and coordination. The subject has a past medical history of hypertension controlled with medication. She has a family subarachnoid hemorrhage. Baseline mrs is 0. Procedure: on (B)(6) 2013 the subject was treated with one 20 x 4 pipeline embolization device for an irregular lobulated, non-ruptured right-sidewall internal carotid artery aneurysm measuring 10.8 mm and neck measuring 6.3 mm. The subject was on antiplatelet therapy prior to the procedure and was given heparin intraoperative. The procedure time was 1 hour and 2 minutes. The mrs post procedure = 1. The scale of roy and raymond = completely occluded. Adverse event: on (B)(6) 2013 post-procedure the subject experienced moderate, non-serious adverse events of diplopia, right eye ptosis, and mild right 3rd nerve palsy. The adverse event was noted as procedure related and resolved on (B)(6) 2013. Medication was given. The medication type is unknown.